Event description:
The customer reported that the jaws would not open after the surgeon sealed the tissue. Another device was utilized to open the jaws. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.